Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012 during use of a compact hand drill the drill bit broke. A piece of the broken part was left inside of the patient. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device history record review reports: manufacturing documents were reviewed and no complaint related issues were found.